Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable lead had appeared to be dislodged. The lead was not pacing appropriately. During a pulse generator change out procedure, the lead was explanted. There were no additional adverse patient effects.